Event description:
The following was reported to hamilton medical ag: the report from hospital say: on february 8, 2023, when the medical staff regularly checked the device, it stuck in front of the first screen after starting up, and then gave an alarm the maintenance personnel of the instrument department disassembled the machine to check that the machine can be started normally after removing the oxygen battery, and then reinstalled the oxygen battery to restore the equipment to normal. The maintenance personnel judged that the system test failed due to poor contact of the oxygen battery. No patients were involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
The medical staff immediately reported to the hospital instrument department. The maintenance personnel of the instrument department disassembled the machine to check that the machine can be started normally after removing the oxygen battery, and then reinstalled the oxygen battery to restore the equipment to normal. The maintenance personnel judged that the system test failed due to poor contact of the oxygen battery. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, when the medical staff regularly checked the device, it stuck in front of the first screen after starting up, and then gave an alarm. The maintenance personnel of the instrument department disassembled the machine to check that the machine can be started normally after removing the oxygen battery, and then reinstalled the oxygen battery to restore the equipment to normal. The maintenance personnel judged that the system test failed due to poor contact of the oxygen battery. No patients were involved.